Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that after changing the levophed, vasopressin and ns tubing the pumps alarmed for air in line on all 3 infusions. There was no visible air noted in the lines and a syringe was used to clear the issue however while doing so the patient's blood pressure dropped causing the clinician to replace the pumps and lines. There was no report of lasting harm.